Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded on (B)(6) 2014. There was no damage observed to the returned battery cap. The returned battery cap was able to be secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump performed the rewind, load, and prime steps with no power interruptions occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. The pump case was removed, and no evidence of internal moisture was observed on the printed circuit board or other internal components. No damage to the power circuit was observed. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. There was evidence of moisture found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted, but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.